Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient had obsessive-compulsive disorder (ocd) and a clinical diagnosis of suicidal ideation. They were hospitalized on (B)(6) and also to adjust dbs. Suicidal ideation was already present before dbs implementation. However, the etiology was indicated as possibly related to the device or therapy and family context might have contributed to some of the issues, although the exact etiology remained unclear/unknown. The event was resolved without sequelae.

Event description:
Additional information was received reporting that there have been no reporting about device explant or therapy suspension, therefore, it is deduced the ins was still on and providing therapy. Medications pertaining to the suicidality were not specified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the current status of the device was not charged and patient turned off the stimulator. Relevant medical history includes: based on the psychiatric medical history, patient had suicidal thoughts in 2020. Patient also suffered anxiety disorder and depressive anxiety syndrome. Medical records were reviewed and the patient is currently not taking any medications that need to be recorded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.